Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the stations were in disconnected mode and user was unable to login to the station. A technical support specialist found that the remote support service (rss) e drive being full, files were moved to the f drive and saved. The customer was informed that the server was not built according to the deployment guide. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all station was on disconnected mode. User was unable to login to any of pyxis the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.